Manufacturer narrative:
(B)(4). Approximate age of device: 43 days. (B)(4). The pump was not explanted and was not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was brought to the emergency department and was admitted on (B)(6) 2016 for evaluation of altered mental status in the setting of disconnecting the lvad from power sources regularly over the previous week. It was also reported that the patient had elevated lactate dehydrogenase levels at 1170 u/l, and suspected lvad thrombus. The patient was started on a heparin infusion. Echocardiography revealed thrombus on the aortic valve cusps. Upon interrogation of the system controller, there were numerous low voltage and no external power alarms. A log file submitted to the manufacturer's technical services representative for review confirmed several low voltage hazard and no external power events throughout the log file that occurred while the lvad system was connected to the mobile power unit. On (B)(6) 2016 the patient lost their balance while bending over and fell, hitting their head on the bedrail and sustaining head trauma. The patient did not lose consciousness after the fall. A CT scan revealed a right parieto-occipital hemorrhage. The heparin infusion was discontinued. Anticoagulation was reversed with prothrombin complex concentrate, vitamin k, fresh frozen plasma, and platelets. The patient was transferred to the neurosurgical ICU. Despite anticoagulation reversal, a repeat CT scan revealed increased hemorrhage with extension into the right ventricle. The patient was transitioned to palliative care and ultimately expired on (B)(6) 2016.

Manufacturer narrative:
A review of the submitted system controller log file confirmed the report of low voltage and no external power alarms while the system was operating on the mobile power unit (mpu). The system operated on the emergency backup battery during each of the no external power events and the pump speed remained above the low speed throughout the duration of events that were captured in the log file. A specific cause for the events captured in the log file could not be conclusively determined. A direct correlation between the device and the report of elevated lactate dehydrogenase levels, thrombus on the aortic valve cusps, and hemorrhagic stroke could not be conclusively determined. Stroke, bleeding, hemolysis, and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.